Event description:
It was reported that the patient underwent a stenting procedure in the left anterior descending (lad) artery with placement of a 2.5 x 23 mm xience v rx stent. Post procedure, the patient was returned to the recovery room. While in the recovery room, the patient was noted to be pale and was experiencing chest pain. The patient was returned to the cath lab. Angiogram revealed the lad was occluded with in-stent thrombosis. A thrombectomy procedure and additional balloon dilatation were performed to open the vessel and the patient's symptoms resolved. No further treatment was provided and the patient was discharged to home on post procedure day 2. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.